Manufacturer narrative:
Product complaint (B)(4). Batch # p58n0h. Device evaluation summary: the analysis results showed that the cs40b device was received with no apparent damage, with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the knife recessed below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. In addition, the returned cartridge was noted to have several staples stuck in the washer and the knife was noted to be damaged. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. The condition on the returned reload indicates that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. It appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Can further information be provided about what was meant by, ¿staples stuck in the plastic of the cartridge¿? What was meant by, ¿as if the device has deflected¿? Was the device closed and repositioned multiple times prior to firing? What was the approximate width of the compressed rectum? Was the device used in one or multiple firings to complete the single rectum transection? What color cartridges were used for the firing(s)? Was the tissue retaining pin placed manually or automatically? Was the device difficult to close? Was the device difficult to fire? Did the surgeon confirm a plastic to plastic firing stroke? Were there any issues with cartridge retention, loading, or reloading? Was the ostomy planned or due to issues experienced with the device? Is the ostomy temporary or permanent? Was the total procedure time 4 hours or was the procedure delayed 4 hours? What is the current status of the patient?

Event description:
It was reported that the surgeon was performing a low anterior resection and was using a contour on the rectum. The tissues were well exposed and not very thick. When she fired the device, she mentioned she pressed the handles plastic to plastic and waited for 40 seconds after firing before she opens the jaw of the device. She noticed something was wrong with the device. There was staples stuck in the plastic of the cartridge close to the knife cut as if the device has deflected. Then she noticed there was staplers loose in the patient. The legs of the staples were all open, not in b shape. She verified the tissue of the patient and they were not stapled. Surgery was delayed 4 hours. They had to remove the loose staples, reanastomose the tissues, perform a stomy. The patient has a stomy for a certain period of time, unknown for now.